Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37-38 mg/dl; cause was due to customer inadvertently entering the carbohydrate value into the units value instead of the carbohydrate field and inadvertently delivered a bolus. At the time of the event, the customer¿s max bolus setting was active and resulted in a max amount of 4 units delivered to the customer. Customer consumed carbohydrates, juice, and honey to address bg level. Reportedly, customer continued to use the pump for insulin therapy.